Event description:
Rep reports, needle fell off of suture during an evaluation case, creating a 10-15 minute lost needle search. The rep reports at no time was any pressure exerted on the needle. It was only on loose end, while the other end was being used to suture and tie, etc. The needle was found in a fold of the surgical drape, next to a clamp.